Event description:
During the procedure, the physician used an endeavor resolute rx stent to treat a calcified and tortuous lesion in mid lad. The device could not pass the lesion, which had been pre-dilated. The device was inspected prior use with no abnormalities noted. No patient injury reported. Evaluation summary: the hypotube was kinked in number of locations. The distal shaft was kinked distal to the guide wire entry port. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 2nd proximal stent segment was bent inwards, the 4th proximal stent segment was deformed, the 5th proximal stent segment was misaligned with raised struts, the 9th distal stent segment was misaligned with raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (target lesion exhibited calcification and tortuosity),1 deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent deformation), device failure related to patient condition (target lesion exhibited calcification and tortuosity). (B)(4).